Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient moved the external neurostimulator (ens) unit to the front and received an error of device malfunction. The son inserted the wire and the message was not showing. Contributing factors, actions/interventions, and resolution were reported as unknown. Additional information was received. The patient's son reported that they were going to call the clinician because the patient pulled the wires out of the device. Additional information was received. The patient's son reported that they were waiting on a call from the healthcare provider's office regarding the patient's wires becoming dislodged. No patient symptoms were reported. No further complications were reported or anticipated.